Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 581 mg/dl at the time of incident. Customer stated they had an issue with the sensor and their blood glucose were going out of control. It was unknown if auto mode feature was activated at the time of high blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.